Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of the provided op notes. It was reported that intraoperatively patient bone "split" during stem removal.DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. It is reported that a legacy zimmer cpt stem were used with competitor (finsbury) head and cup. Zimmer-biomet has not confirmed the compatibility of this combination of devices, and this would be considered an off-label use of this product . The recommended compatibility chart can be found at www.productcompatibility.zimmer.com however; it cannot be confirmed that this incompatibility has any definitive relationship to the reported event. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: unk, unknown cup, unk; unk, unknown head, unk.

Event description:
It was reported that during a hip revision, the patient's femur fractured during stem removal. Cables were used to fix the fracture. No additional patient consequences were reported.